Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler was displaying drain complication. During a follow up call to the patient's nurse, the nurse reported that the patient was hospitalized for colitis from (B)(6) 2017 to (B)(6) 2017. While being hospitalized patient was found to have peritonitis on (B)(6) 2017 for which the patient was put on vancomycin and the treatment continued even after discharge. The patient had been on pd therapy since (B)(6) 2015.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler was displaying drain complication. During a follow up call to the patient's nurse, the nurse reported that the patient was hospitalized for colitis from (B)(6) 2017. While being hospitalized patient was found to have peritonitis on (B)(6) 2017 for which the patient was put on vancomycin and the treatment continued even after discharge. The patient had been on pd therapy since (B)(6) 2015.